Event description:
On (B) (6) 2005, a pt was implanted with a gore-tex vascular graft in a bypass procedure in the right leg from the femoral to the below the knee popliteal artery. On (B) (6) 2005, the pt presented with an infected graft and the graft was removed.